Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting high impedance and oversensing noise due to fracture. The lead was programmed off until a revision could be completed. The pace/sense portion of the lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2001; 419488 lead, implanted: (B)(6) 2005. (B)(4).